Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the control unit was not functioning and was defective on the small battery drive device. It was further determined that the controller was defective and the bearings and motor were worn out. It was also determined that the nose, trigger lever and the plate for the housing were damaged. It was noted on the service order that the device started running even though the buttons were not pushed. It was further determined during the pre-repair diagnostics assessment that the device failed for check the attachment coupling, check the off/osc/on switch mode function, check switching function, check power at the motor with test bench, check compatibility between colibri/sbd and colibri ii /sbd ii and for check the triggers and ecu function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.